Manufacturer narrative:
The complaint of a broken guidewire was confirmed; however, the cause could not be established at this time. Microscopic evaluation of the device suggests that the guidewire was subjected to significant torsional stress which led to failure. However, no evidence of any material defects, manufacturing defects, or other anomalies were identified. The non-conformance report (ncr) log and the lot history record (lhr) for the reported lot number was reviewed for any applicable manufacturing anomalies and none were found. No similar complaints have been reported for this lot number.

Event description:
The physician was utilizing an aristotle 14 wire to access the neuro vasscular system. The very distal tip of the guidewire (<1cm) became detached during the procedure and could not be retrieved. A craniotomy was performed to retrieve the broken piece. The patient was reported to be fine after the procedure. Scientia personnel attempted to get more detailed information about the case, but was unsuccessful. The guidewire was retrieved and returned to scientia vascular for evaluation. However, the very distal tip that had broken off was not available to be returned.